Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject device and the leads were removed due to skin and subcutaneous infections. No device malfunction was reported.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures.

Event description:
It was reported that the subject device and the leads were removed due to skin and subcutaneous infections. No device malfunction was reported.

Event description:
It was reported that the subject device and the leads were removed due to skin and subcutaneous infections. No device malfunction was reported.